Event description:
The consumer reported a tampon came apart during removal and half of the tampon remained inside her. She removed the remaining piece on her own. Her gynecologist examined her and found no remaining pieces but noticed inflammation, took a culture and prescribed two antibiotics.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.